Manufacturer narrative:
Lumenis investigated the reported event by contacting the reporter of the event to obtain additional relevant information. The reporter reassured that no harm had been caused to the patient as a result of the reported event and no medical intervention was required to preclude any injury. Biomed tested the system for several hours and could not reproduce the problem, the system was running smoothly without any issues, therefore, no service was required by the user. A review of the subject device DHR confirmed that the subject device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications. Device was manufactured 10-nov-2017 and installed at the customers (B)(6) 2018. A review of system risk files (1124690 rev ak) revealed risk #3.3.1; footswitch switch failure which have the potential to lead to permanent injury resulting in permanent impairment. The risk likelihood has been quantified and found to be remote, and the risk has been characterized and documented as acceptable within full risk assessment. Although it looks like a user error and the alleged device malfunction did not cause or contribute to any change in the patient's condition, it is uncertain if the user facility had to use the alternate device as intervention to prevent permanent damage. In an abundance of caution, lumenis is reporting this malfunction. Lumenis has been unable to obtain additional information to date regarding the circumstances surrounding this event and the service for the system was not required by the user; due to a lack of additional information, the cause of the event could not be established. Lumenis is closing this complaint, but will continue to monitor this failure mode; complaint trending will continue to monitor per (B)(4).

Event description:
A user facility reported that during a procedure in which a lumenis pulse 120h was being utilized, the system presented a foot-switch error. The procedure was successfully completed with an alternate device. No report of patient complications was received, and no report was received alleging the device malfunction caused or contributed to any change in the patient's condition. Biomed tested the system for several hours and could not reproduce the problem.